Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and also had a loss of therapeutic effect. The patient¿s controller was not working anymore, it was not lowering or raising stimulation. The programmer stopped working 3 days ago and the patient stopped feeling stimulation 3 days ago. The patient was in pain. The patient was unable to see what was on the screen. The patient had a follow up appointment for the following day. It was reported that the programmer worked off and on with and without the antenna attached. It was further reported that the patient was believed to be doing well. The company representative had not heard from the patient. If additional information is obtained a follow up report will be sent.